Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow, down arrow and ok keypad buttons were unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4). Device evaluation: on examination, the keypad was found to be damaged. The keypad cover was peeling and lifting along the sides of the cover. On testing, all of the keypad buttons were intermittently unresponsive when pressed and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).